Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg standard as well as middle-level hcg standard. All devices showed positive results at the read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 129 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was reported to be (B)(6) 2017. On (B)(6) 2017, the patient went to the obgyn office after receiving six positive results using home pregnancy tests. A urine sample was collected from the patient and produced a negative hcg result using a consult hcg urine cassette. The same day, a serum quantitative hcg test was ordered and produced an hcg result of 129 miu/ml. The patient's quantitative hcg levels continued to be monitored and the levels began to decrease after (B)(6) 2017. On (B)(6) 2017, the patient had an appointment to confirm a miscarriage. Per the customer, the patient has a history of miscarriages and this miscarriage was determined to be natural (spontaneous).